Event description:
It was reported that 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% plunger was not moving. This was discovered before use. The following information was provided by the initial reporter: the nursing staff reported issue with the plunger not moving, this has happened to no of syringes from same box. Staff on cardiac day ward report incident to pharmacy. Staff experience issues with plunger, stuck and others complaining of resistance with this. It was reported that one doctor thought it was an issue with cannula in patient so resisted pivc several times to realized it was actually resistance with posiflush syringe, ( plunger not working correctly) causing patient to have multiple unnecessary sticks.

Manufacturer narrative:
H.6. Investigation: a sample was returned and was lost in transit. There was no samples or photos received at the manufacturing plant for the investigation, therefore the complaint could not be verified. No objective evidence of this incident was found during the device history record analysis for the claimed lot, therefore, we were unable to determine an exact root cause. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% plunger was not moving. This was discovered before use. The following information was provided by the initial reporter: the nursing staff reported issue with the plunger not moving, this has happened to no of syringes from same box. Staff on cardiac day ward report incident to pharmacy. Staff experience issues with plunger, stuck and others complaining of resistance with this. It was reported that one doctor thought it was an issue with cannula in patient so resisted pivc several times to realized it was actually resistance with posiflush syringe, ( plunger not working correctly) causing patient to have multiple unnecessary sticks.